Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a colostomy closure procedure, the anterior part of the anastomosis was not complete; there was a hole. Failed leak test and anastomosis became fully opened. The surgeon stated that it looked like there could have been some malformed staples; there were several rows of staples. The procedure was completed by hand-sewing and it is unknown if there were any patient consequences. Patient was on a vent post surgery but has been taken off. It is unknown at this time why the patient was on a vent. Additional follow up is being conducted to determine why the patient was on the vent. If additional details become available a 3500 a supplemental will be sent.

Event description:
The physician assistant stated the patient was very ill prior to the surgical procedure. There was no correlation between the anastomotic failure and patient being on a ventilator.

Manufacturer narrative:
(B)(4). Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable serious injury and is being considered a malfunction.